Event description:
Pulmonetic systems, inc. Received the following report from a representative. Note received with unit stated unit ran on a lung for 3 to 5 minutes then alarmed disc/sense and vent stopped.